Event description:
The information provided to sjm indicated an 8f angio-seal vip was selected for use in the right common femoral artery. While cutting the suture, the tamper tube stayed in the patient. After attempting to retrieve the tamper tube without success, the patient was taken to surgery to remove it. The collagen, anchor and tamper tube were removed from the femoral artery and a patch was put in place seal the puncture site. It was reported that the patient's size was a possible contributing factor in this event.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Our investigation was limited to the review of the device history record, which showed that each manufacturing and inspection operation was performed and indicated complete in accordance with sjm specifications and procedures. Based on the information received, the cause of the reported incident could not be conclusively determined.